Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 750 mg/dl and a large ketone level identified as dangerous. Reportedly, customer believes they inserted the non-tandem infusion set into scar tissue, causing insulin to not be absorbed; however this could not be confirmed. In addition, it was reported that a resume pump alarm occurred. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and lantus 30 units. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.